Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Compromised force sensor system alarm was noted during prime test due to faulty force sensor system. The pump was received with cracked case on lcd display window corners, scratched lcd window, scratched around casing, broken reservoir tube lip, and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he also had blood glucose of 37 mg/dl in the morning and ate food to treat. The customer stated that the pump was not dropped. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.